Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the infusion of lipids that was programmed to infuse at 21ml/hr for 12 hours was noted to be alarming for occlusion however when the pump door was opened the pumping segment was noted to have ballooned. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an occlusion alarm and ballooning of the silicone segment was neither confirmed nor replicated. No bulged area was observed in the pump segment. The segment did not feel weakened, as would be expected if a bulge had previously occurred. The set was functioning effectively during testing, which included gravity flow and pump infusion. No pump alarms occurred, and no bulging occurred anywhere along the tubing set at any time. The root cause of the reported failure was not determined.